Event description:
It was reported that; on (B)(6) 2016, the patient underwent the surgery. The surgeon confirmed x-ray. And he found that the screw head separated from the screw shaft(s2ai). Therefore, the patient underwent the revision surgery on (B)(6) 2017.

Manufacturer narrative:
Method: visual inspection;device history review; complaint history review; risk assessment; results: no relevant manufacturing issues were identified as all units met stryker specifications. Tulip disengagement was confirmed via visual inspection. Conclusion: due to the multi-factorial nature of the event, and lack of patient/initial procedure information, a definite root cause cannot be determined.

Event description:
It was reported that; on (B)(6) 2016, the patient underwent the surgery. The surgeon confirmed x-ray. And he found that the screw head separated from the screw shaft(s2ai). Therefore, the patient underwent the revision surgery on (B)(6) 2017.